Manufacturer narrative:
The customer¿s report of separation of the female luer was confirmed. Visual inspection of the set noted separation between the female luer and the clear body of the smartsite. Functional testing was not performed due to separation. The root cause of the customer¿s report was not identified. The cause of the separation is unknown.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The report suggests that the smartsite broke in two during clinical use. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.